Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow block alarm due to bent cannula event on (B)(6) 2026. The blood glucose level was 400mg/dl and the patient was treated with insulin pump. The insertion site was abdomen. The infusion set was in use for one day. No further information available.